Manufacturer narrative:
The device was received for evaluation. The investigation is pending. Additional contact: (B)(6).

Event description:
The event involved a tego¿ connector where the customer reported that the cap is defective and unable to flush. There was no unexpected or prolonged care happened and invasive procedure is not provided or not applicable. The malfunction occurred during or after use type of incident. No apparent harm- reached patient/person, inconvenient level of harm. There was patient involvement but no patient harm.

Manufacturer narrative:
One used sample item #d1000 was returned for evaluation. As received there was observed a physical damage on tego's thread post, however no damage on top seal was confirmed. There was also confirmed no occlusion on the fluid path. No mating device was returned for evaluation. The sample was tested using the different programs, and all of them passed the test. Complaint of no flow / cant prime/ difficult to prime cannot be confirmed or replicated. However the damage observed on the used tego's thread is typical due to overtighten . According dfu statement - attach administration device or syringe by pushing straight into tego access device for infusion. When removing, apply the same clockwise turning motion. Do not overtighten. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.